Event description:
Patient underwent total hip arthroplasty on may 2, 2006. Two drills bits fractured during preparation for screw placement in the acetabulum. Associated drill bits were at the facility